Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens, with clear surgical residue on the lens. Visual inspection found no visible damage to the lens and residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
Additional information: b5 - it was reported on (B)(6) 2019 yag was performed. Postop patient results are "so far everything seems fine". Claim#: (B)(4).

Manufacturer narrative:
Weight, ethnicity, & race: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -3.5/+1.5/093 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was removed due to excessive vault, elevated iop, and significant reduction of irido-corneal angles (ica). An addition of a pi-yag was also performed. On the same date in a separate surgery, a shorter length lens was implanted. The cause of the event is reported as "sizing calculation error."